Event description:
It was reported to gore, that on (B)(6) 2025, a gore® tag® conformable thoracic stent graft with active control system was used for a hybrid operation. The first and the second deployment steps were performed, but it was not reported if the stent graft was deployed to its full diameter. The third and fourth deployment steps were reportedly not possible. The physician did not use the back-up deployment mechanism and instead retracted the device and used another device which worked perfectly. The patient is doing fine.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated d9, h3. Updated h6: added type of investigation code b01. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d1103, code d16 is no longer applicable. The gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned to gore for evaluation, and the evaluation showed the following: the lockwire was separated from the lockwire handle. The lockwire was properly routed through the catheter lockwire lumen, stent graft, skives, and into the curved olive. The lockwire was able to be removed during the device evaluation. The angulation fibers and connector were separated from the angulation handle but remained routed through the device and catheter. During testing for design validation and verification, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. Based on the evaluation, the reported difficulty and inability to remove the lockwire was confirmed with alternative lockwire deployment observed to be successful. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event. Based on the reported issue and the findings of the device evaluation, the reported event of inability to remove lockwire was confirmed, but root cause could not be confirmed. There is potential that off-label use contributed to the incident. Per the gore® tag® conformable thoracic stent graft instructions for use (IFU), the gore® tag® conformable thoracic stent graft is indicated for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions, such as aneurysm and traumatic transection, and type b dissections. Adequate iliac or femoral access is required to introduce the device into the vasculature.